Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the medical procedure, while attempting to cauterize the pocket, the cauterization tool was inadvertently set to the cutting feature. It was noted that the cauterization tool touched the pacemaker, which caused the device to lose three years of battery life. The physician chose to remove and replace the pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.